Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system prompted an optical localizer faulted message. Site switched to another navigation system to continue with surgery. When the manufacturer representative made it to the site it was noted that the bump status was triggered in the network device interface (ndi) toolbox. This occurred intraoperatively, and there was a surgical delay of ten to fifteen minutes. There was no reported impact to patient outcome.